Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 36 mg/dl approximately two weeks ago. Customer stated they passed out and ems was dispatched as a low result of low readings. Blood glucose value was 40-50 mg/dl when admitted to the hospital. Customer was wearing the pump at the time of admission. The insulin pump will be returned for analysis.